Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the brady lead was not successfully implanted, as the physician experienced difficulty with placement and repositioned the lead several times. Additionally, the adverse patient events were not related to the lead. The company representative stated that it was a very difficult case: the patient arrived in the lab in complete heart block with a heart rate of 14 beats per minute (bpm). The patient coded three times during the procedure and left the lab still intubated and preparing for ECMO. Subsequent additional information reported that patient later recovered and was released from the intensive care unit. It is noted clinician believes patient underlying condition as the cause of the deterioration. The lead was not implanted and was replaced of the same model. No adverse patient effects were reported.